Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side "experiencing contracture", "patient refers change in breasts shape and asymmetry", "patient evolves with pain", "folds in the elastomer of the implant on the right", and "the findings described could correspond to implant rupture on the right." Device remains implanted.

Event description:
Device has been explanted.